Event description:
It was reported that a CT angiogram confirmed the presence of a pulmonary embolism in the left pulmonary artery.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.